Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On interrogation customer noticed device was had appeared to reset to vvi unipolar max outputs. No pop up message on programmer.

Event description:
On interrogation customer noticed device had appeared to reset to vvi unipolar max outputs. No pop up message on programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.